Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Additional information concerning how the replacement procedure went will be requested from the field. This report will be updated should further information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Device testing had showed an r wave of 0.6 millivolts. The patient will be scheduled for a replacement procedure, but for now, the rv lead remains implanted and in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the field indicated that the right ventricular lead also had chronic high pacing thresholds due to the dislodgement. The rv lead was successfully explanted and replaced. The rv lead will be returned for analysis. No additional adverse effects were reported.